Event description:
Clinical trial. It was reported that 731 days following a coronary artery drug eluting stenting treatment procedure the patient experienced a reintervention. The index procedure identified and treated one de novo, 95% stenosed, moderately calcified, mildly tortuous, 3.5x10mm lesion of the proximal lad (left anterior descending). The lesion was treated with a 3.5x20mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The patient was discharged the same day on asa and plavix. The patient underwent a reintervention 731 days following the initial procedure. Reintervention consisted of a coronary artery bypass graft procedure using saphenous vein graft inserted at the mid lad to bypass the stent.

Manufacturer narrative:
A unit has not been returned for review therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution.